Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was capped. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.